Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimul ator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient's pocket is warm, and then after 20 minutes is hot. This occurs with stimulation on and off. Patient uses the belt, and typically recharges over panties and does lean up against a chair. Pocket assessment was good. Per patient this has been occurring since implant. Patient reported they are "over it" as far as maintaining recharge on the ins and didn't feel like they were getting therapy benefit. The rep became aware of patient complaint on may 20th at the appt to meet with patient. Patient was seen on (B)(6) 2021 and was using program 2 @ 1.5v as it felt good and reported therapy benefit at the time. It was discussed it may be possible the patient is hypersensitive to the warmth generated by the recharger combined with dissatisfaction of recharging the ins, and discussed the patient could attempt recharging more frequently with less duration. Today in office the ins charged over 30% in 15 minutes. Caller will discuss with patient and provide patient services (ps) phone number if needs further assistance. Replacement of rechargeable ins to a primary cell was also brought up by rep and mentioned it would be physician decision. The rep called back and reported an error 1707 code on the recharger. They inquired about the ins or recharger possibly causing the heating and ps offered to replace the recharger. Repair was contacted and recharger and dock were replaced.

Manufacturer narrative:
Concomitant medical products: product ID wr9220 ,lot#/serial# (B)(6), product type recharger product ID cd9000, lot#/serial# (B)(6), product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the heating sensation only occurred during recharging sessions. It was noted that a layer of clothing was used during recharging. The speed was not adjusted during the recharge session I observed as the patient never stated during the recharge that she was uncomfortable. The ins is located in the left buttock below the iliac crest and lateral to the sacrum and is no deeper than 1 inch.